Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient who was implanted with a neurostimulator for spinal cord stimulation - nonmalignant pain. It was reported that the patient's unit was not working correctly. It was reported it only went down their leg when it should go down their lower back and both legs. Patient reported that their unit was not working right now and they were in terrible pain. When patient stood up it did not seem to work at all unless they raised their rate so high that their left leg kicked out. No further complications were reported/anticipated.